Event description:
It was reported that during ilet setup the user experienced elevated blood glucose around 280 mg/dl that was trending down during the call, with no alerts or alarms, and the user had been using fingersticks and manual injections since discontinuing ilet use a few days prior. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting and education. Investigation included complaint intake and user troubleshooting related to use and operation. Investigation of this case revealed no device malfunction and no component failure could be identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.